Manufacturer narrative:
Returned product consisted of an innova self-expanding stent delivery system and no other devices. The outer shaft, middle shaft, the inner liner and the remainder of the device were checked for damage. There was a kink at the nosecone. The inner liner had no damage. The middle shaft had no damage. The stent was not returned with the device. The engineering team separated the handle to inspect for internal damage, no damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported deployment difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was fully removed from the patient's body by normal withdrawal of the innova system.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that deployment issues ad stent damage occurred. Vascular access was obtained via the ipsilateral approach using a 6f 26cm sheath. The target lesion was a 99% stenosed, severely calcified, chronic total occluded (cto) superficial femoral artery (sfa). A non-bsc guidewire was engaged to the lesion and pre-dilation was performed with a non-bsc balloon catheter. A 7 x 180 x 75 innova stent was advanced and the physician turned the dial, however, the dial was unresponsive. The physician then fully pulled the lever for expansion, however, the stent was unable to expand completely. As the physician tried to remove the whole system, the stent was stretched. "Then as a result, the stent was completely out from the system, it was not left inside the sheath." Upon removal, a kink was noted on the catheter shaft. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is good.